Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech knee replacement study, approximately six-year post tka, the 69 y/o female patient experienced patellar pain. The event is not related to the device but possibly related to the procedure. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Concomitant medical product: logic femoral ps cem right sz 3 (cat# 02-010-01-0330); logic tibia ps rbk insrt sz 3 11mm (cat# 02-012-38-3011); logic tibia rbktray cem sz 3f/ 2t (cat# 02-012-43-3020). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the (B)(6) study, approximately six-year post tka, the (B)(6) y/o female patient experienced patelar pain. The event is not related to the device but possibly related to the procedure.